Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2007. Operative notes reported patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, seizing of the hip and metallosis. The modular head, acetabular cup and taper adapter were removed and replaced with competitor product. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015- 00350 / 00351).